Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined reportable on jul 24, 2017 per new depuy mitek internal procedure. UDI: (B)(4).

Event description:
The affiliate reported via email that during a lca procedure the screw break.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. Screw breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further information has been provided to determine if aforementioned causes contributed to this event, therefore a root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.